Event description:
Account said this bed has no bed functions.

Manufacturer narrative:
Account found the pcm defective. He replaced the pcm to repair this bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.